Event description:
It was reported that the right ventricular lead exhibited a capture anomaly and had perforated the patient. The blood was removed and the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.